Event description:
Clinic notes dated (B)(6) 2016 indicated that patient had an increase in amount of seizures, "typical for him", according to patient's mother. Patient has had "on and off' events and some of them have lasted up to 45 minutes. Patient's seizure rate in comparison to pre-vns baseline is unknown. Interrogation of vns settings showed reduced settings from the previous visit on (B)(6) 2016. The physician believes that the reduced dosing that occurred automatically may be the reason for the patient's seizures. Attempts to retrieve further information have been unsuccessful to date.